Event description:
It was reported that since (B)(6) 2023, high, out-of-range pacing impedance measurements (>3000 ohms) were noted from the right atrial (ra) lead. Additionally, there was over-sensed ra lead noise and low r-wave amplitude measurements. The patient was subsequently evaluated in-clinic where it was confirmed that the ra lead conductor had fractured. Additionally, elevated, but still in-range pacing impedance measurements were observed from the right ventricular (rv) lead (569 ohms). These details were provided to boston scientific technical services (ts) for review and it was confirmed that evidence suggested ra lead impairment. It was also discussed that the ra over-sensing could be consistent with minute ventilation (mv) artifact over-sensing. Thorough troubleshooting options were provided to assess the rv lead integrity, although the rv lead pacing impedance were in-range and there was no evidence of rv over-sensing. Diagnostic imaging and potential surgical intervention were recommended, should testing also reveal a rv lead integrity issue. It was stated that the rv lead fracture was confirmed, but the physician elected to reprogram the device and continue with monitoring, instead of performing surgical intervention. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that since (B)(6) igh, out-of-range pacing impedance measurements (>3000 ohms) were noted from the right atrial (ra) lead. Additionally, there was over-sensed ra lead noise and low r-wave amplitude measurements. The patient was subsequently evaluated in-clinic where it was confirmed that the ra lead conductor had fractured. Additionally, elevated, but still in-range pacing impedance measurements were observed from the right ventricular (rv) lead (569 ohms). These details were provided to boston scientific technical services (ts) for review and it was confirmed that evidence suggested ra lead impairment. It was also discussed that the ra over-sensing could be consistent with minute ventilation (mv) artifact over-sensing. Thorough troubleshooting options were provided to assess the rv lead integrity, although the rv lead pacing impedance were in-range and there was no evidence of rv over-sensing. Diagnostic imaging and potential surgical intervention were recommended, should testing also reveal a rv lead integrity issue. At this time, the system remains implanted and in-service. No adverse patient effects were reported.